Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens -9.5 diopter tore during injection into the patient's right (od) eye. This occurred on (B)(6) 2021. The lens was implanted, removed, and replaced intraoperatively. No patient injury reported. The problem is resolved. The cause of the event is reported as device. The reporter states the lens broke as it came out of the injector, the lens was removed and a back up lens was used.

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens -9.5 diopter tore during injection into the patient's right (od) eye. This occurred on (B)(6) 2021. The lens was implanted, removed, and replaced intraoperatively. No patient injury reported. The problem is resolved. The cause of the event is reported as device. The reporter states the lens broke as it came out of the injector, the lens was removed and a back up lens was used.

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).